Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they checked their device while reading the brochures and their device was working, but the level/amplitude was at an uncomfortable level. It would go ¿thump, thump¿ in the patients rear end close to where the stimulation was under the skin. The patient stated that they had the implant for bladder control and noted that the stimulation was in their hip and it was a little bit uncomfortable. The patient stated that they had it for a month and had not seen improvement. They had tried all 4 program and adjusted the settings but found that there was really no change. The patient noted that a guy with a handheld device came in while they were in recovery after having the implant who adjusted the patient¿s device while asking if the patient could feel the stimulation until the patient said they could ¿maybe¿ feel it at which point the guy left. The patient stated that they did not know where or what they were supposed to feel. No further complications were reported or were expected. Additional information was received from the consumer. It was indicated that the patient was experiencing a shocking sensation and that the stimulation was uncomfortable. The patient reported that the stimulation sensation that they were experiencing included shocking and jolting. The patient stated that they had a lack of therapeutic effect since implant and noted that their target frequency symptoms had not been helped. The patient was still getting up 10 times per night and noted that this was about the same as baseline. The patient had read the booklet, adjusted the amplitude, and changed between all four programs without helping their symptoms. The patient noted that they definitely felt stimulation in the target area, but the therapy was not helping with their symptoms. The patient also stated that they felt a jolt from the stimulator while increasing the amplitude. The patient stated that when they increased the amplitude or changed programs they would sometimes get a shock in the buttocks or like an electric shock. The patient stated that this happened at 7.4 v before, but was not sure when it happened the first time and noted that it had happened again on the morning of report. The patient stated that they would then turn it down to resolve the issue. The patient reported that the booklet did not tell them that they would feel a jolt if they turned it up high enough and noted that they were never educated about the device or therapy by the local manufacturer representative (rep). The patient then confirmed that the jolt or shock they were referring to was strong stimulation in the target area. It was indicated that the patient was to follow up with a healthcare professional (hcp) regarding the shocking/jolting and lack of symptom control. No further complications were reported or were expected.